Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the image cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, our technician confirmed that the bending rubber leak, the objective lens dirty, the u/d and the r/l knobs loose, the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease, the angulation up angulation decrease, the air nozzle missing glue, the water nozzle missing glue, and the bending rubber pin hole; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy).